Event description:
The reporter indicated that a 12.6mm vticmo12.6 ,-9.50/2.50/046 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was removed and replaced with a shorter length lens due to excessive vaulting and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).